Manufacturer narrative:
The unit was connected with the a/c power supply and powered on. The welcome tone was not heard. The unit also failed the eputil/ re certification test for error 5, which also indicated a problem with the audio circuit. The unit was disassembled and the internal visual inspection of the unit revealed a missing capacitor (c168) and extensive food ingress on the pcba. C168 is located in the close vicinity of a screw boss. It is a known issue: if the product is not properly assembled, then the screw boss could potentially knock off the audio circuit components, including c168. A formal corrective and preventative action investigation has been opened to address this issue; however, the root cause has been isolated to the liquid ingress and customer misuse due to the evidence of customer intervention. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit for repair. Upon triage on (B)(6) 2018, the service technician found that the unit had no alarm.